Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The session data report from the previous refill on (B)(6) 2020 was provided and confirmed that the programmed pump reservoir volume had been updated with a reservoir volume of 40.0 ml. It also showed the previously mentioned 5% dose decrease and expected residual volume of 5.8 ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 10 mg/ml at 3.393 mg/day via an implantable pump. It was reported that after checking the pump on (B)(6) 2020, the expected reservoir volume was 7.2 ml, the actual volume was less than 1 ml. An unexpected empty reservoir occurred. The physician refilled 40 ml morphine in the reservoir port with a 4.9% increase from 3.393 to 3.557 mg/day. Surgical intervention did not occur and was not planned. The issue was not resolved. However, the patient's status was alive - no injury. No information regarding environmental, external or patient factors that might have led or contributed to the event was available. No information regarding [additional] diagnostics/troubleshooting was available. Additional information regarding the patient¿s age, weight, medical history, and other medications was unavailable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative on 2020-aug-20. It was reported that the patient was admitted in the hospital due to symptom like withdrawal. Specifically, the patient was in the ICU with symptoms, but the details of which were not disclosed. The pump was interrogated and the reservoir volume was checked, and it was found that the expected volume was 34 ml and the actual volume was less than 1 ml (also described as "only a little drop of fluid"), similar to the issues previously reported. It was noted that the drug was aspirated using the manufacturer refill kit. At the time of this event, the pump was delivering morphine 10 mg/ml at a dose of 3.557 mg/day at the simple continuous rate mode. There were no identified environmental/external/patient factors that may have led or contributed to the issue. Only action taken was that new drug was refilled into the pump, and the pump remained implanted and in use. At the time of the report it was unknown if the issue was resolved, and the patient status was still alive with injury.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 3.393 mg/day) via an implantable pump. The patient's medical history included chronic pain. It was reported the week prior to (B)(6) 2020 the patient thought they had a high temperature around the pump and felt more pain. They were admitted to the hospital on (B)(6) 2020 and discharged on (B)(6) 2020. On (B)(6) 2020, the patient had chills in the morning. They went to the hospital in the afternoon, and the patient's blood pressure was 171/108 mmhg and their temperature was 36.5 degrees celsius. The patient requested a check of the actual morphine in the reservoir. After checking the pump, the expected reservoir volume was 21 ml. However, the physician did not find any actual volume when they tried to aspirate the drug, they just found some bubbles. This was an unexpected empty reservoir. The physician refilled 40 ml of morphine with the same dose per day, and the patient was admitted to observe the symptoms. The issue was not resolved. It was indicated there was no problem at the last refill on (B)(6) 2020. The physician refilled with 40 ml morphine and decreased the dose by 5%. The expected volume was 5.8 ml and the actual volume was about 6 ml. The cause of the empty reservoir was unknown. However, the physician noticed the skin under the incision site of the pump was not smooth. They also noticed a bruise over the incision site. It was also stated the "patient (work as physician) said that he injected some drug around the pump for relieve pain. " the patient status was alive - no injury. Further complications were not reported. Additional information was received. It was indicated the patient worked as a foot care physician, and had injected lidocaine around the pump. They said they didn't aspirate drug from the pump. The patient's pain was reported to be relieved as of (B)(6) 2020. No other contributing factors to the empty reservoir were identified.